Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported the patient did not get the results they were expecting. It was reported that they are really unsatisfied with their deep brain stimulation stimulator, and are requesting a different person to perform programming as they don't believe their healthcare professional (hcp) is experienced enough. The patient noted that they have never really gotten the device fine tuned, and that they have "one more" on the right brain in which two of the electrodes don¿t work according to the hcp. However, the hcp went on to tell them that the two that are working are the two they prefer so the other two not working is not important. At this point the patient is not walking, but were able to walk prior to the surgery, with them only using a wheelchair sometimes. Now they are in a wheelchair all the time and have more tremors, which are not as frequent as prior to implant but worse with their leg jumping from the tremors. By (B)(6) the patient had seen a lot of change, with them going to the hcp every three months to get adjusted and increase stimulation. However, their dyskinesia is so bad a day or two after that they have to turn it back down, with the hcp wanting the patient to increase stimulation on their own but not going higher than .2 every two hours. Sometimes the patient cannot even tolerate that. The patient takes 95mg of rytar 4 capsules every 4 hours. No further complications are anticipated.